Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic cholecystectomy. According to the reporter: at the first clipping the clip could not be removed from the jaw. After additional resection, tried the second firing. But found the same trouble was duplicated.